Manufacturer narrative:
No testing could be performed as the reagent lot 50561li00 is expired. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of manufacturing records did not identify any occurrences that may have contributed or caused the customer's observation. This assay lot is performing acceptably. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. The abbott prism analyzer serial number (B)(4) service history was reviewed and did not identify any issues that may have caused or contributed to the current customer issue. The analyzer is performing acceptably. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). (B)(6).

Event description:
On 27 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6). The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) with the architect anti-hcv assay (0.87 s/co), the architect hcv core ag assay and with the innotest anti-hcv assay (0.86 s/co). Immunoblot test (B)(6). No blood products were distributed from this donor. (B)(6) then pulled an archived sample from this same donor ((B)(6)) and tested this sample on the roche platform where a (B)(6) was generated on (B)(6) 2016. This same sample had generated (B)(6) on (B)(6) 2015 with the prism hcv assay. Further confirmatory results are pending at (B)(6). Red blood cells and platelets were distributed from the (B)(6) 2015 donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site.

Manufacturer narrative:
Confirmatory testing results received for archived sample (B)(6): immunoblot results = c1 +/- ; c2 +/- ; ns4 1+. Sample confirmed positive by immunoblot methodology. Manufacturer information updated/corrected with this submission.